Manufacturer narrative:
(B)(4). Two cds of the procedure were received and reviewed by an abbott clinical specialist. The first cd showed a lesion at the distal end of the left main coronary artery that is balloon dilated, followed by stent positioning and deployment, followed by two post-dilatations. The second cd showed a balloon inflation is performed in the posterolateral artery. The reviewer concluded that there are no images that can show or confirm the reported difficulty of deflating the balloon and retracting the stent delivery system.

Event description:
It was reported that during the procedure in the heavily calcified left main artery, right femoral artery access site, pre-dilatation was performed with a non-abbott device. A multi-link 8 (ml8) stent was deployed at 16 atmospheres. An attempt was made to remove the balloon from inside the stent and resistance was met. The balloon did not fully deflate. The physician attempted to deflate and re-inflated twice (2 x 20 seconds at 18 atmospheres). Another unsuccessful attempt was made to retrieve the balloon. Force was applied and the guiding catheter and the stent system were removed from the anatomy as a single unit. Outside of the anatomy, it was confirmed that the balloon had not fully deflated. (The device was discarded and not available to abbott vascular to confirm whether or not the device met its specifications). The physician was concerned that dissection of the left main could occur during extraction of the device. The physician expressed the opinion that the issue is design related. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: maverick. Guide cath: medtronic launcher jr 5.0 6f. The indeflator and ml8 stent delivery system (sds) used during the procedure were not returned, which may have aided in the investigation and determination of cause for the reported event. In this case, it is possible that the heavily calcified patient anatomy and procedural technique may have resulted in pinching of the inflation lumen during the procedure which could have contributed to the reported difficulty to deflate. Based on the reported information, the incomplete deflation of the balloon likely contributed to the reported difficulty to remove the catheter; however, a conclusive cause for the incomplete deflation could not be determined. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify proper balloon inflation and deflation times. Additionally, all stent delivery systems are 100% visually inspected for damage during the manufacturing process. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, all balloons are visually inspected for proper fold configuration. A conclusive cause for the reported deflation issue could not be determined; however, the difficulty removing the sds appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The occurrence of this type of reported event has been reviewed for this design and determined to be acceptable. It will continue to be monitored.